Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had shut down overheat. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit and unable to find anything in the logs that pointed to an over heat. As a precaution the transducers were replaced. Unit was left running at 130 bpm with the trainer for an hour. Afterwards verified ambient temperature was below the 73 celsius. Verified unit calibrated and passes all functional and safety test per factory specification, returned to customer.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e1 (event site email), h6- medical device ¿ problem code.